Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic damage to the patient¿s driveline could not be confirmed as no photographs or product were provided for review. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09mar2011. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook (rev. C) is also currently available. This handbook also contains care information regarding on how to care for the driveline. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The onset of the patient's driveline damage was reported under MFR # (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a damaged outer layer of their driveline in several places. A cosmetic repair was performed. A temporary repair had been performed in may2021; this was removed for the cosmetic repair. All affected areas were covered in self-fusing tape.